Manufacturer narrative:
The medfusion 4000 pump was received for evaluation. Upon receiving the pump, it was noted that both tamper seals were missing. Additionally, it was missing battery and battery door. The top left corner case was cracked as well as the right plunger case. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To investigate the reported issue, a power up test was performed with a known good battery. Pump turned on as normal when plugged into ac and with known good battery. The problem was determined to be caused by the customer because the battery was removed. A new battery was installed along with a new power cord. Pole clamp accessory was not included with the pump, as customer must purchase through smiths medical. The pump passed all functional tests.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device would not power on. It reportedly needs a battery pack, power cord, and a pole hanger. It is unknown if there was a patient involved in the reported event.